Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the auto null valve was inoperable. The device's main board was recommended to be replaced. The customer requested that no repairs be made. The inlet air path assembly and removable air path foam was replaced per remediation.